Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(13)00912-1/abstract. (B)(4). Other device used: catalog #unk, unknown cocr femoral head, lot # unk. This report will be amended when our investigation is complete.

Event description:
A (B)(6)-old female underwent a right total hip arthroplasty in 2008. It is reported that a patient had a closed reduction 8 months postoperatively due to dislocation.

Manufacturer narrative:
The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.